Event description:
It was reported that the customer had entered a pool with the insulin pump and now it alarmed with nothing on the display. The customer stated that it started to show icons and alarmed an error afterward. The blood glucose reading was unavailable but she estimated it to be about 100 to 150 mg/dl. She reported seeing fluid under the display. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.